Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3: reference MFR. Report# 1627487-2016-02440,reference MFR. Report# 1627487-2016-02443. It was reported the patient experienced ineffective stimulation and inturn, stopped charging the ipg. As a result, the ipg was inoperable. Surgical intervention was taken where the ipg and leads were explanted and replaced which resolved the issue. Reportedly, effective stimulation was restored postoperatively.